Manufacturer narrative:
Section d9 updated based on additional information.

Manufacturer narrative:
Corrected information has been provided in d1 and h3. Air embolism: the cause of the injury was not determined due to insufficient clinical details. Minor bleed/access site adverse event: the cause of the access site adverse event was a user error failure to follow instructions due to the acts at the time of the bleed noted to be 416 and no defect found on the returned device.

Event description:
A 75 year old male with an impella cp placed via left femoral arterial access for acute myocardial infarction and cardiogenic shock experienced bleeding from the access site following a sheath exchange in the catheterization lab. The bleeding occurred after insertion of the gwru and was localized around the sheath. Hemostasis was achieved using femstop, along with 4x4 gauze and forward suturing. The patient was anticoagulated with angiomax at 0.125 mcg/kg/min, and act at the time of the bleed was 416 seconds. Estimated blood loss was approximately 0.2 units, and no blood products were required. During echocardiography, echodensities resembling air bubbles were observed in the left ventricle around the impella cp inlet. A repeat echo with bubble study was performed to evaluate for structural defects such as vsd(ventricular septal defect) or asd (atrial septal defect),; none were identified, and the patient exhibited no signs or symptoms of stroke. Impella support continued until explant on (B)(6) 2026, and the patient survived to explant. The pump and introducer are expected to be returned for evaluation. No structural cardiac defects or neurological complications were identified, and the patient ultimately survived to explant with no long term adverse sequelae reported. The reported major bleed is consistent with access site complications and the anticoagulation/purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.